Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had syncopal events. The patient reports 'pounding' in his head. Upon review of the log files, several pi events were revealed with no other notable alarm conditions or parameter changes. The lvad functioned as intended. The controller clock was set to 2011 and it was recommended to sync the clock of the controller.

Manufacturer narrative:
Main investigation conclusion. The reported event of the clock being set incorrectly was confirmed via the log file. The system controller (serial #: (B)(6) ) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2011 per time stamp). The clock was set incorrectly to the year 2011. There were no notable alarms active in the log file. Pump operation was not affected. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 4 entitled ¿system monitor¿ states that ¿the system monitor and system controller have separate clocks and can be set independently from each other by selecting ¿modify.¿ logs and event history always reflect the date and time on the system controller¿s clock. To synchronize the date and time on the system controller with the system monitor, press synch.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 08jun2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.